Event description:
On march 23, 2000, the operator loaded archived pt images from a worm disk onto the store disk in order to refilm the study upon displaying the image, the lumbar study from a different pt was displayed, although the text info on the image indicated that it was the correct images were displayed in the exposure interactive window(icon sized), and the correct images were filmed. The customer deleted all images, rebooted the system, and was able to correctly load, display, and film her archived study. A similar problem occurred on sat, march 25, 2000.